Event description:
In 2002, at 9:55pm (mst) a nurse ran a glucose test (finger) on patient with the surestep flexx meter. The result was 25.8 mmol/l. The patient did not exhibit any symptoms of hyperglycemia. A lab venous sample was drawn within 5 minutes, but rather than wait for lab result, the nurse administered 12 units of toronto insulin. Subsequently, the patient went into shock and tremors, and became non-responsive. The flexx was used again (finger), and the result (post-insulin) was 1.4 mmol/l. The lab sample (pre-insulin) came back at 7.4 mmol/l. No lab sample was drawn following insulin administration. Qc with high and low control was done on the flexx meter at 12:10am that same evening, and the results were in range. The patient is non-diabetic and is currently in the hospital for heart and breathing problems. Steroid therapy is part of patient's treatment. "Poc" concerned about the vagueness of the information she received from the nurse. When she went to speak with the nurse involved and the head nurse, the nurse's incident report was missing from the patient file and could not be found. "Poc" was also concerned that the nurse did not do a second check on the flexx after getting the high result, or waited for the lab result prior to administering the insulin. Whether the patient's fingers were cleaned prior to getting a capillary sample for the flexx is in doubt. "Poc" was also concerned with the cleaning of the meter. Bleach wipes are used to clean the test strip holder, but are not rinsed after, so the possibility of strip contamination exists; however, "poc" does not think this is the case as maintenance was not done on that meter lately.